Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 20600728 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom of swelling was noted. It was unknown what caused the infection, but it was believed to be from uti. Antibiotics were prescribed. The patient underwent an explant procedure.